Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp). It was reported that the stimulation turning off and on spontaneously had been resolved. The tenderness at the ins site was also resolved. No further complications reported.

Event description:
Additional information was received from the rep. It was reported stimulation randomly turned off on her about 5 times since her implant. Patient stated that she did not turn it off and it did so on its own. Rep confirmed with the patient. When the patient realized it was off she turned it back on and has been receiving 100% pain relief. Patient was re-educated on how to turn implant on and off. Unknown if issue not resolved at this time. No further complications were reported/anticipated.

Manufacturer narrative:
A update was made to reflect the most accurate information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient's stimulation is turning off and on by itself, and this is not related to positional movement. The patient's programmer is showing that stimulation is off. The patient stated stimulation is showing charged to 88% and the controller is showing charged at 90%. While on the call the patient stated the stimulation turn on by itself and the stimulation is very strong. The patient stated when the stimulation turns back on it is like a "huge jolt". The patient stated it turned on at 5.9 ma, but feels like 7.9 and she reduced it to 5.7. The patient stated the stimulation turned off at about 2am and then turned on by itself while on the call. The patient also reported that sometimes intermittently the controller will show "unable to locate device", but then it resolves. The patient does not have adaptive stimulation (as) set up and their ins is not set to cycle. The patient stated she has a doctor appointment scheduled for tomorrow and was told a manufacturing representative (rep) would be there. The patient stated she was having pain at the ins implant site that was causing her excruciating pain. The patient stated she couldn't get out of bed for like 3 days and even had to take her oral pain meds. The patient stated she couldn't see if the ins implant site was red and doesn't know if it was swollen because she is not able to see the incision, but stated the incision was tender to the touch and still is, but not nearly as painful as it was. The patient stated the pain was from the ins implant site and went down her butt cheek. The pain has been getting better every day. The patient also noted she had to put herself on bed rest. No further complications were reported. No additional patient symptoms were reported.